Manufacturer narrative:
Additional information: section a-3b patient gender: female was the answer provided. Section h-3 device evaluated by manufacturer: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The pre-loaded dfw150 model intraocular lens (iol) was reported to have was implanted in the patient¿s operative eye. In a secondary surgical procedure, the iol was explanted due to unknown reasons and the explanted iol was replaced with a drt225 23.0 diopter iol. The patient is a post-lasik patient. Patient status post lens exchange is unknown. No further information is available.